Event description:
The subclavian vein was accessed via a 6f omni, peel-away sheath. A ventricular pacing lead was then introduced via the sheath. When the physician attempted to split the sheath, one of the wings broke off leaving a sheath with one wing. Physician then used a kelly clamp to split the sheath and peel it away. These sheaths also have sharp, plastic collars (maybe part of the valve that sometimes detach when the wings break off). In this case, the plastic collar was detached and removed from the pocket along with the rest of the sheath.